Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 345 mg/dl while wearing the pod between 36 and 48 hours. The patient felt the cannula poking them and they saw that the cannula dislodged from the infusion site (abdomen). The cannula was also said to be flat. As treatment for hyperglycemia, a new pod was applied.